Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the device latch broke off on the lid and did not allow the latch to close. The device would not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the device latch broke off on the lid and did not allow the latch to close. The device would not power on. There was no patient use associated with the reported issue.